Event description:
The patient received the scs system on (B)(6) 2010. It was reported that the physician replaced the ipg since the patient had to recharge his ipg more frequently than usual. No further information is available at this time.

Manufacturer narrative:
Evaluation: results: the product was returned intact. The product passed functional testing and was found to meet specifications and no anomalies were found. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.